Manufacturer narrative:
The complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was alleged that a piece from the cannula seal accessory broke off and fell inside the patient and was retrieved. However, it is unknown what caused the breakage to occur.

Event description:
It was reported that during a da vinci-assisted sleeve gastrectomy procedure, as an unspecified stapler instrument was being inserted into the patient, a "drag" was felt but the instrument was still able to be inserted into the cavity. As the stapler instrument entered the cavity, the surgeon noticed a fragment from the cannula seal was in the jaws of the instrument which then fell inside the patient. The stapler instrument was then removed and the surgeon retrieved the fragment from the patient using a unspecified grasper instrument. The customer inspected the stapler instrument and no issues were noted and proceeded to use the stapler instrument. The stapler instrument was then discarded as it was on its last use. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the isi clinical sales representative (csr) stated that the instrument was inspected prior to use. The surgeon used an endoscope to examine the abdomen for any additional fragments before completing the case. The cannula seal was retained by the hospital and will not be returned for failure analysis.